Event description:
It was reported that the radiofrequency programmer head was not able to communicate with an implantable heart device which was still in its box. It was further reported that the programmer head was unable to be removed from the programmer. Follow-up with the company representative determined that it was believed it to be only a programmer head issue. Both the programmer and the programmer head have been returned. It was indicated that there was no patient involvement associated with the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer head was unable to communicate with a device and was unable to be plugged into the programmer head port and therefore the head's cable and label were replaced.